Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room experiencing pre-syncope symptoms. Upon review, the patient¿s right ventricular lead exhibited episodes of intermittent non-capture resulting in asystole. The lead was reprogrammed. On (B)(6) 2019 the lead was capped and replaced. The patient was stable.